Event description:
A customer contacted beckman coulter regarding erroneously elevated digoxin result from a single pt that was generated by the unicel dxl 800 access instrument. The elevated digoxin result was 2.4 ng/ml. The sample was run fresh from a pour off tube. The result was not reported out of the lab.the customer indicated that the original pt sample was re-tested and the digoxin result of 1.2ng/ml was reported out of the lab. The customer did not provide any information why sample was re-tested. The customer indicated that the original pt sample was repeated on another instrument in their lab and the digoxin result "matched the repeat result of 1.2 ng/ml." The customer did not povide any additional information regarding this event. The customer indicated that there has been no change to pt treatment attributed to this event.